Event description:
It was reported that the pt was undergoing an elective cesarean section under spinal block anesthesia. An introducer was placed, and then the sprotte needle was placed. Spinal fluid was not obtained; the introducer and needle were removed. Upon removal, it was noted that the distal portion of the needle was not removed. After the procedure, the pt underwent an add'l procedure to remove the tip. No further consequences were noted.